Manufacturer narrative:
Zoll medical corporation evaluated the device and the report was observed during initial testing. However, the device was put through extensive testing, which included environmental and functional testing without duplicating the report. An internal inspection found no discrepancies. The device was replaced. No trend is associated with reports of this type.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed. D4 primary UDI #: added justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib pace device failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.